Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer's blood glucose was over 170 mg/dl. Customer had another battery cap that was sent before and she stated that it still did not work. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had operating currents within specification. No blank display was noted. The liquid crystal display circuit board was okay. The insulin pump had minor scratches on the display window, cracked case near the display window corners and a cracked reservoir tube lip.